Event description:
A malfunction alarm identified as "malf 9" was reported, but no notable events occurred prior to the incident. There was no information available regarding any impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the issue reappears.